Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet service tech. The battery would not charge above 24 volts. The battery was replaced and the unit was successfully tested and returned to service. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).